Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. The impedance measurements were observed to be within a normal range. The device appears to be working as expected. The patient will undergo a revision procedure to move the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. The impedance measurements were observed to be within a normal range. The device appears to be working as expected. The patient will undergo a revision procedure to move the pocket site.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis showed normal values but also showed less than optimal charger-to-ipg coupling and the thermistor being triggered. The impedance measurements were observed to be within a normal range. The device appears to be working as expected. The patient will undergo a revision procedure to move the pocket site.